Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one month after the pacemaker reached elective replacement near (ern), the magnet rate was unable to be determined during at transtelephonic monitoring (ttm) interrogation. The ttm also noted that although the lower rate lime was set to 60 paces per minute, there were no pacing spikes seen on the electrogram (egm). The patient¿s intrinsic heart rate was at 55 beats per minute. The patient was brought into the clinic where they were unable to interrogate the pacemaker with two different programmers. During the in-office interrogation they were also unable to elicit a magnet response and saw no pacing output. At that time the patient was noted have a sinus rate of 59 to 60 beats per minute. Subsequently the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker was unable to be telemetered. The device case was opened to facilitate inspection of the internal components. The battery was removed from the device to isolate the hybrid circuity. Measurements of the hybrid were in the normal ranges. Analyses confirmed the battery in this device was exhibiting a product performance issue. Testing confirmed that the batteries had depleted earlier than expected.